Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a x-ray sponge. The customer reports the blue strand of the sponge is disintegrating into the pt. The customer reports the surgeon picked out the piece from the wound.